Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic during follow-up, the pulse generator was in backup vvi operation. After a firmware download, normal device function resumed.